Event description:
It was reported the implantable neurostimulator (ins) was depleted and was removed and replaced with a new ins. The doctor wanted the ins analyzed for ¿possible early end of life.¿ it was stated the amplitude was set at 2.85v, however, it was noted that the patient had to turn the device up over time. The actual settings were unknown. Stimulation was also set to output continuously and was in ¿single stim mode.¿ the patient was implanted in 2011. No month and day were provided for the implant date. Per manufacturer¿s device registry it was noted the device¿s ¿use before date¿ was prior to the reported implant date. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.